Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 106 mg/dl at the time of the call. The customer states that because of the low, they fell on the pump and broke it. The customer experienced symptoms such as memory loss. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump is damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a severely cracked and bleeding lcd glass. Unit also had minor scratched display window, cracked case at display window corner, cracked case, cracked battery tube threads, cracked reservoir tube lip and a cracked end cap. Drive support disk was inspected and no anomaly was noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test or perform a history download due to severely cracked and bleeding lcd glass.